Event description:
The customer stated that the insulin pump alarmed button error. The customer stated that after changing the battery, the display went blank. During the phone call, the customer's blood glucose was low. The customer was unable to provide his blood glucose reading. Paramedics were called to assist the customer. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed button error, due to the keypad traces being corroded.